Event description:
It was reported per field service report: symptom-fiberoptix sensor (fos) has constant "out of range" error. Findings/actions taken: found and replaced defective fos printed circuit board. Performed functional check.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.